Event description:
While using a byte night aligner, the patient is experiencing crowding in their lower teeth with normal overbite and overjet with use of the byte aligner treatment. The patient's teeth required space to be created to relieve the crowding. Interproximal reduction is needed to relieve crowding and avoid traumatic occlusion of the teeth. Doctor's opinion is that byte has caused unexpected issues by having insufficient space created to align the teeth appropriately. The patient is not to continue byte aligners due to the adverse effects it has had on the patient's oral health. Invisalign treatment is recommended to level and align the teeth, reduce lower crowding and improve smile esthetics. #24 is labial, will use heavy interproximal reduction on the lower incisors to relieve crowding. No attachments on the upper, will need lower attachments. Estimated treatment time is 5 months.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.